Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a customer allegation the device was noted with a spark and loose plug. There was no patient involvement, adverse event or delay in critical therapy. No additional information was provided.

Manufacturer narrative:
Testing and investigation confirmed the complaint. During visual inspection, testing noted a spark inside the end of the power cord inserted into the device. When the device was powered on, the power cord was wiggled, at which time, it was removed and confirmed to have on one side of the terminal of the power cord, evidence of a burn and melting . Additionally, testing determined the probable cause of the spark was customer abuse and the ac power cord was replaced. The device passed all tests.